Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 530 mg/dl and also stated that, the insulin pump had failed battery test alarm. The customer noticed that, the battery cap is damaged and not screwing on pump properly so when he changes battery he gets bad battery. Customer treated with injection and then blood glucose went down to 111 mg/dl and last blood glucose was 98 mg/dl. Customer declined troubleshooting pump is working well now. Customer advised to monitor the insulin pump and revert to back up plan. The device is not expected to be returned for analysis.